Event description:
The facility rep reported that this device failed, it was during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.